Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that the stent thrombosed. The target lesion was located in the popliteal and superficial femoral artery (sfa). A mechanical thrombectomy procedure was performed and the vessel appeared very "flappy." A 7x150 130 cm eluvia¿ drug-eluting vascular stent system was selected for use. The stent was implanted and there was no issue with the eluvia. Additionally, a 7x50x120 epic¿ stent was implanted proximal to the eluvia to cover the needed length. There was a very good outcome and flow post procedure. (B)(6), the patient came back to the hospital and had a cold leg. A CT scan showed complete occlusion of both stents with little flow below the knee. A p3 prosthetic bypass surgery was performed. Post-surgery, the patient was well.